Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg implantable pacemaker/cardio/defib - (B)(6) 2007; 507652 implantable pacing lead - (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the inner insulation of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated the lead was stretched and was damaged at implant. Performance data was also collect from the device memory, analyzed, no anomalies were found.

Event description:
It was reported that a right ventricular (rv) lead was attempted to be implanted but had undersensing of the r-waves. The lead was then removed and the existing rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.